Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the glue peeled off due to external factors such as handling, or a chemical attack due to repeated reprocessing and chemicals. In addition, it is likely that the origin of the foreign material adhered to the forceps elevator is derived from the human body, such as bile, etc., although the root cause could not be identified, it is believed that an irregularity caused a flaw in the reprocessing procedure; and dirt that adhered during the procedure firmly fixed and became difficult to remove. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was requested from the reporter. A supplemental report will be submitted should additional information be made available. The device was evaluated, and the reported issue was confirmed. Cuts were observed in the forceps wire due to external factors. The bending angle was insufficient due to the elongation of the angle wire. The play of the angle knob was out of the normal state due to the elongation of the angle wire. The bending section cover bond was cracked due to external factors. The air/water nozzle had deformation due to an external factor (collision of the tip). There was dirt on the operation part that was difficult to remove due to handling (insufficient cleaning). The forceps plug cap has been scraped off due to external factors. There was dirt on the forceps base. Scratches were found in multiple locations on the device. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported the forceps elevator wire on the evis lucera duodenovideoscope was cut. No patient injury reported. No impact on a procedure. During the evaluation of the device, it was noted the adhesive on the lighting lens had peeled off and there was a gap in the tip adhesive. Additionally, a foreign object adhered to the forceps elevator due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunctions of the lighting lens had peeled off and there was a gap in the tip adhesive and a foreign object adhered to the forceps elevator due to insufficient or incorrect reprocessing noted at estimation.